Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, brand name unknown / not provided, device product code unknown / not provided, catalog and lot number unknown / not provided, implant date unknown / not provided, explant date unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported implant fractured. Patient has been rescheduled for new implant placement.

Event description:
It was reported that the implant does not belong to zimmer biomet manufacturer.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Following the new information received on june 26, 2020, it was indentified that the device was not a zimmerbiomet product as the customer had initially reported. As a result, the prior submissions for MFR- 0002023141-2020-00910 submitted on june 18, 2020 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event